Event description:
The customer reported the pt's oxygen saturation dropped from 92% to 78% when pt became disconnected from ventilator when being turned by staff. Customer reported the low volume alarm did not sound immediately due to the user alarm setting on the ventilator. Customer reported the pt suffered no permanent harm.

Manufacturer narrative:
(B)(4). The customer said they were using an hme inline with the pt circuit which caused a backpressure in the circuit, and due to the location of the disconnect it prevented the device from detecting the disconnect when it occurred due to the alarm setting. A third party biomed service evaluated the device. No problem found. There were no parts replaced.